Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The severely stenosed lesion was located in the distal right coronary artery (rca). The physician attempted to pass the taxus liberte' 2.5x24mm drug eluting stent through the tortuous proximal to mid rca. Due to the tortuosity, the stent was unable to reach the target lesion in the distal rca. When the undeployed stent was removed, the stent had significant damage. The procedure was completed with a 2.5x24mm microdriver bare metal stent. Patient status is reported to be satisfactory.